Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported foot detachment could not be determined. The reported patient effect of foreign body in patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all other relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angioplasty procedure. Reportedly, a foot break occurred during device deployment. The broken foot was not recovered. Hemostasis was achieved by applying manual arterial compression and a non- abbott device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.